Event description:
It was reported that after the implant of the parkinson's disease patient¿s device, ¿the patient¿s tremor problem got better,¿ but their ¿right shoulder felt painful and their left body had a dyskinesia problem after taking medicine.¿ the patient underwent a MRI in 2014 (B)(6) where their physician discovered ¿the lead position needed to be adjusted.¿ later in 2014 (B)(6) , the patient¿s physician adjusted the lead¿s position ¿but the symptoms didn¿t improve.¿ despite undergoing several reprogrammings in 2014, the patient¿s ¿symptoms still existed.¿ the patient¿s husband ¿suspected the position of the implantable neurostimulator (ins) was not accurate.¿ the cause of the event was undetermined, though it was ¿suspected to be caused by therapy and medication.¿ the patient ¿didn¿t have dyskinesia if she didn¿t take medicine or she decreased the parameter¿ of her stimulation. The patient¿s ¿tremor problem wasn¿t controlled well¿ if she only had stimulation therapy. It was noted, the patient¿s shoulder pain was ¿suspected to be not related with her therapy¿ as the ¿patient had pain regardless of the level of parameters¿ and she ¿still had pain¿ when ¿the device was turned off for a short time.¿ it was also noted, the patient had twice attempted ¿suicide by medicine, but failed due to the symptoms.¿ the patient¿s ¿right shoulder felt painful and the left body had a dyskinesia problem after taking medicine¿ at the time of report. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown; product type lead. (B)(4).